Event description:
Caller tested 2.8 inr on coaguchek xs system while a comparison lab returned as 4.4 inr. No adverse event was reported. No actions taken based on device result. Requested return of suspect device and replacement was sent.